Event description:
It has been reported to co that during a ptca procedure the tip of this catheter tore off and had to be surgically removed from within the pt. The pt is in stable condition and the device will be returned for co's analysis.